Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced three infusion set cannula kinked event on (B)(6) 2024. The event occurred within 3 hours of insertion. The site of insertion was abdomen. The issue led to an increase in blood glucose level and treated with multiple daily injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.